Event description:
It was reported that during a da vinci-assisted procedure the customer had a repeated recoverable fault. The customer stated that they power-cycled twice and the error returned each time. An intuitive surgical, inc. (Isi) technical support engineer (tse) viewed the system logs and found error 32097, indicating a maxis error, and error 319, indicating a node not present at start up. The tse advised the customer to power-down then hard-cycle and emergency power off (epo) the patient side cart (psc). Upon start-up the error returned. The tse then asked if the surgeon needed all four (4) arms or if the case could be completed with three (3) arms. The customer stated that all four (4) were needed. The tse then advised that they can continue to hard-cycle and try to clear the fault or if available, bring in another one of their other pscs. The customer stated that they would bring in another psc. The tse asked to stay on the line while they did that, but customer stated they would be 'ok.' The operating room (or) staff continued the procedure after swapping the psc. There was no report of patient harm, injury, or adverse outcome.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the error 319 on the system's universal surgical manipulator (usm) 2. The fse replaced the usm to resolve the issue. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and replicated the customer reported issue, "error 319." When the unit was tested on an in-house system, the usm arm failed normal mode as it triggered an error 319. When the usm arm was tested on the patient side cart fixture test platform (pftp), the usm arm failed the fiber test pointing to the rolling loop fiber. Fa confirmed the original rolling fiber was bad.